Event description:
The customer reported that there was no image on the monitor. No patient injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep found that the video output was intermittently cutting off. He checked and fixed the video cable, and found the system to be operating as intended.